Event description:
It was reported to boston scientific corporation on june 01, 2023, that an ultraflex tracheobronchial distal release covered stent was to be implanted in the left main bronchus to treat a 0.55mm malignant stenosis during a stent placement under bronchoscope procedure performed on (B)(6) 2023. The patient's anatomy was tortuous. During the procedure, the stent was unable to cross the lesion. The stent was removed, and it was noted that the stent deployment suture "had fallen off", exposing a portion of the stent. The procedure was completed using another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the device provided by the complainant shows that the stent was partially deployed.

Manufacturer narrative:
Block e1: initial reporter facility name: affiliated hospital of hunan academy of traditional chinese medicine. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.